Manufacturer narrative:
Samples received: 2 open cassettes (2 cassettes of the same batch for (B)(4)). Analysis and results: there are no previous complaints of the same batch. We have received on the same day two cases of the same batch and from the same end customer. Manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. Received two open cassettes for analysis the complaints (B)(4). The date of cassette's opening is not written. We have tested the knot pull tensile strength of the thread of the cassettes received and the results fulfil requirements: a 7.47 kgf in average and 7.18 kgf in minimum (requirements: 5.18 kgf in average and 2.59 kgf in minimum) degradation test results conducted on the thread of the cassettes received fulfill b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 6.26 kgf in average and 6.13 kgf in minimum. B. Braun surgical requirement is 2.22 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Remarks: date of cassette's opening should be written as it is indicated on cassette label. Furthermore, on the cassette label you have the following indication: once opened, the content of the cassette should be used within 6 months and prior to expiration date. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke after surgery.